Manufacturer narrative:
Eua # (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained on an employee on 3 separate days. Confirmatory testing was performed using pcr test method five times and the results were all negative. Results were reported to the health department. Patient was quarantined as she is symptomatic. The following information was provided by the initial reporter: it was reported that there were multiple false positive while using cat 256082. How long after specimen collection was the specimen processed in the extraction reagent? Immediately. How was the specimen stored between collection and processing in the extraction reagent? Immediately. How long after processing in the extraction reagent was the specimen run on the test cartridge? 6-10 seconds. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? Were the kit qc swabs tested and if so, did they pass? 3-4 drops, analyze now mode. Incubation time: how long was sample run on the cartridge before reading? 15 minutes. Temperature: clarify the environment temperature and time at temp set temp for the entire lab. Unknown. Was testing performed indoors or outdoors (not collection). Indoor. How did they complete the repeat test? No. Was an additional swab collected? No. Did they process the same swab in a 2nd reagent tube? Did they use the leftover extraction reagent from the reagent tube on a new cartridge? No. Was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? No. Was the cartridge visually read? Both analyzer and visually. How many specimens were discrepant (fp or fn)? 1 patient, 3 swabs collected on different dates, all fp. Could you provide the specimen identifier for each result in question? Could you provide the date/time each affected specimen was initially tested? No specimen identifier. Test dates are (B)(6) 2021. On average how many tests do you run per week? 20/week. Were any erroneous results reported to the doctors? Reported to health department. Was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? Employee is in quarantine as she is sick. Can you please clarify the total number of kit boxes received and total number affected? Unknown. How was the specimen collected? Did it follow the dual-nares collection method described in the product insert? Collected as per pi. What type of swab was used to collect the specimen? Was the one included in the kit? Included in kit. Was any transport media used? (This would be outside pi claims) no. What date was the specimen collected? 3 specimens collected on different dates (B)(6) 2021. What date was the specimen run? Done the same day. Was patient symptomatic or asymptomatic? Symptomatic. Screening test ¿ no known exposure? N/a. Screening test - known exposure that is currently asymptomatic? Tests were done as employee was exposed to 4 family members in the same household that are positive for covid. Asymptomatic but dr recommended testing? N/a. How was it determined to be discrepant? Pcr testing was done after each bd veritor test. Comparison to another method? Provide detail. Repeated sample? (See below) yes, on different dates with new specimen. Steps taken with customer/troubleshooting: the patient is an actual employee of the facility. The patient was the caller. Per customer, she is symptomatic and has been exposed to covid at her home as 4 family members are sick and confirmed covid positive. Per customer, bd veritor test done on (B)(6), all results were positive. Customer had pcr tests done on (B)(6), all results negative. Customer stated she already has the covid vaccine but only one dose as she developed severe side effects. Next steps (if necessary): document complaint. Follow up email sent to customer regarding sn. Resolution achieved (y/n)? : n. Quantity received and quantity affected: unknown quantity received. 1 patient, 3 specimens affected. Eua # (B)(4).

Manufacturer narrative:
Eua#: (B)(4). Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. Due to unknown lot# a DHR could not be performed. The investigation did not find a root cause for the false positive results that were observed. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#(B)(4)) is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars-cov-2 a false positive result was obtained on an employee on 3 separate days. Confirmatory testing was performed using pcr test method five times and the results were all negative. Results were reported to the health department. Patient was quarantined as she is symptomatic. The following information was provided by the initial reporter: it was reported that there were multiple false positive while using cat 256082. How long after specimen collection was the specimen processed in the extraction reagent? Immediately. How was the specimen stored between collection and processing in the extraction reagent? Immediately. How long after processing in the extraction reagent was the specimen run on the test cartridge? 6-10 seconds. How many drops were added to the sample well on the test device? Was walk-away mode used or analyze now mode? Were the kit qc swabs tested and if so, did they pass? 3-4 drops, analyze now mode incubation time: how long was sample run on the cartridge before reading? 15 minutes temperature: clarify the environment temperature and time at temp set temp for the entire lab. Unknown. Was testing performed indoors or outdoors (not collection). Indoor. How did they complete the repeat test? No. Was an additional swab collected? No. Did they process the same swab in a 2nd reagent tube? Did they use the leftover extraction reagent from the reagent tube on a new cartridge? No. Was the cartridge rerun (re-read)? If so, how long after the initial run was the cartridge rerun (re-read)? No. Was the cartridge visually read? Both analyzer and visually. How many specimens were discrepant (fp or fn)? 1 patient, 3 swabs collected on different dates, all fp. -could you provide the specimen identifier for each result in question? Could you provide the date/time each affected specimen was initially tested? No specimen identifier. Test dates are (B)(6) 2021. On average how many tests do you run per week? 20/week. Were any erroneous results reported to the doctors? Reported to health department. Was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? Employee is in quarantine as she is sick. Can you please clarify the total number of kit boxes received and total number affected? Unknown. How was the specimen collected? Did it follow the dual-nares collection method described in the product insert? Collected as per pi. What type of swab was used to collect the specimen? Was the one included in the kit? Included in kit. Was any transport media used? (This would be outside pi claims) no. What date was the specimen collected? 3 specimens collected on different dates (B)(6) 2021. What date was the specimen run? Done the same day. Was patient symptomatic or asymptomatic? Symptomatic. Screening test ¿ no known exposure? N/a. Screening test - known exposure that is currently asymptomatic? Tests were done as employee was exposed to 4 family members in the same household that are positive for covid. Asymptomatic but dr recommended testing? N/a. How was it determined to be discrepant? Pcr testing was done after each bd veritor test. Comparison to another method? Provide detail. Repeated sample? (See below) yes, on different dates with new specimen. Steps taken with customer/troubleshooting: the patient is an actual employee of the facility. The patient was the caller. Per customer, she is symptomatic and has been exposed to covid at her home as 4 family members are sick and confirmed covid positive. Per customer, bd veritor test done on (B)(6), all results were positive. Customer had pcr tests done on (B)(6) twice, and (B)(6) twice, all results negative. Customer stated she already has the covid vaccine but only one dose as she developed severe side effects. Next steps (if necessary): document complaint. Follow up email sent to customer regarding sn. Resolution achieved (y/n)? : n. Quantity received and quantity affected: unknown quantity received. 1 patient, 3 specimens affected. Eua # (B)(4).